Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively be determined. The patient was admitted from (B)(6) 2021 ¿ (B)(6) 2021 after experiencing an implantable cardioverter defibrillator (ICD) shock. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Additional information regarding the event was requested from the account; however, none has been provided at this time. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted from (B)(6) 2021 after experiencing implanted cardioverter-defibrillator shocks.